Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device experienced driveline sheath damage. The adhesive strength of a previously repaired part was weak, necessitating another repair. The outer sheath under strain relief was completely cut off, and the inner lumen was also completely cut off. The repair was initially done on (B)(6) 2024, and required another repair on (B)(6) 2024. There were no alarms associated with the event. Servicing was required, and the device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable as well as visual evidence provided by the site revealed that a previous repair to the outer sheath, under the strain relief area was damaged. Additionally, visual evidence provided by the site revealed damage to the inner lumen beneath the outer sheath damage, leading to exposed insulated cable wires. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the observed driveline repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.